Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation identified that the drills were not bent. Functional testing revealed that both drills were able to assemble with the guide as intended (images 1-2).

Event description:
On 09/22/2021 it was reported by an arthrex employee via (B)(4) that an ar-8990ds disposables kit when opened and attempted to attach a 1.6 mm drill, it was bent. This was discovered during a procedure, the procedure was completed using a new product, no patient effect reported.